Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. The insulin pump had a scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a button error alarm and experiencing high blood glucose. The blood glucose at the time of the incident was 233 mg/dl. The customer states the insulin pump alarmed button error due to moisture exposure from perspiration. The customer mentioned that their blood glucose had gone up to 500 mg/dl, after they changed insulin. Troubleshooting was not able to resolve the issue and decline to complete for the high blood glucose. The device will be returned for analysis.